Event description:
During ureteroscopy, the tip of the laser fiber burned out during activation, and the tip separated from the fiber and remained inside the patient. The disconnected tip was irrigated out of the patient with saline. Manufacturer response for powered laser surgical instrument, flexiva pulse ID (per site reporter).